Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not run. It was further determined that the electronic control unit insulation on wires were cracked and shorted out the electric motor and the coupling head looked worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on the components from use. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device was shorting out. According to the reporter, the device was tested with other battery devices and casing devices and the same result was obtained. During in-house engineering evaluation, it was observed that the device would not run. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.